Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had not been able to charge with more that two coupling boxes with her implantable neurostimulator (ins) . They tried another implantable neurostimulator recharger (insr) and the same issue persisted, no matter where they position the antenna. The rep noted that did not think the depth of the ins was the issue and they would have imaging done. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins is most likely flipped and the patient was going to have an x-ray to check out the battery position, but the patient cancelled the appointment and did not reschedule. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had an x-ray scheduled to confirm the flipped ins, but she cancelled and never rescheduled. The cause of the flipped ins was unknown. No further complications were reported.